Event description:
A complaint was received regarding a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer that experienced breakage and leakage. It was stated in the report that once of my customers is experiencing leaking and injection ports are breaking; dr. Stated that the t-connector the patient came with from the cicu was broken. The replacement also broke, this time it¿s the injection port closest to the hub connected to the piv that broke. There was patient involvement, and no patient were harmed but there was a delay in therapy.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: one (1) used list# a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer. As received, no signs of physical damage or cracks, no other anomalies observed. No mating device was returned for evaluation. The set was tested as per procedure and no leaks were observed the complaint of leaking issues with t-connector cannot be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.